Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 211.2000 on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this is most likely due to the door harness and I recommended removing the door cover and rear case to ensure the door harness is properly seated. If fault does not clear, I recommended replacing the bezel that has the door harness molded in. If fault does not clear, recommended sending in for repair. Customer will move forward with my recommendations. Ended call.